Manufacturer narrative:
(B)(4).

Event description:
It was reported the clinician placed the catheter with the use of vps as normal. When they were in the 1/3 svc the vps showed good doppler and p-wave changes were observed and the symbols kept jumping between blue bullseye and green and orange. Once the clinician received a steady blue bullseye the PICC was left in place. Because the patient had a history of a-fib, a chest x-ray was performed which showed the catheter location was in the patient's right atrium. The catheter was pulled back 6cm and left in place. There was no patient death or complications reported. It was noted this is the sales reps demo console.